Event description:
Additional information received reported that the patient no longer had concerns with their device or therapy.

Event description:
It was reported that the therapy was working wonderfully but something happened that the patient was not sure was normal. It was noted that the patient was implanted on the right side. She went to bed lying on her left side and kept having pain at the incision site area of the implant. The patient felt a twinge on the incision area, she put her hand on the implant and she felt the implantable neurostimulator (ins) with 3 bumpy things on it and the ins was moving around. Stimulation was not felt anymore. The pain at the incision area felt like a vessel in the leg that burst. She could feel every nook and cranny of the implant and she felt like it was going deeper or right on the skin. There were no outcomes or interventions reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was an infection at the pocket site. The patient had problems with the pocket site that started approximately 6 weeks post-operation of original implant which included pain at the pocket site and the battery was sticking out. The patient's status at the time of report was alive with no injury. A culture was taken from the device pocket. Pus was noted upon opening the pocket site. The implantable neurostimulator (ins) and lead were explanted and a drain was placed next to the pocket site.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0kngg, implanted: (B)(6) 2015, product type: lead. (B)(4).